Event description:
As reported: the patient's wife reported that the stroller 1.2 l was frozen onto the 30 l tank and could not be removed. The tank then released a large amount of oxygen, causing the wife and the patient to panic and attempt to forcibly detach the portable device from the tank. During this process, the patient inhaled a considerable amount of smoke [evaporating oxygen] and his wife sustained a minor cold burn on her right hand. The stroller sustained a broken valve at the bottom due to the forcible removal.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Section d4 primary unique device identifier (udis) # is intentionally blank per rule 21 cfr 801.30(1). The device was manufactured and labeled in 2008. Based on evidence provided by the reporter, the incident and outcome can be traced to use error. The user and/or spouse of user are reported to have forcibly detached the portable (stroller) from the base unit. The stroller instructions for use instructs users not to forcibly remove the portable unit from the base unit in the event they become frozen together. The user manual states to leave the area if there is a liquid oxygen leak. The patient inhaled evaporating oxygen, as no part of a portable oxygen unit is capable of producing smoke. A liquid oxygen discharge will appear as smoke or fog as it transitions from liquid to gas. The forcible removal of the portable unit from the base unit damaged the stroller unit involved in the incident, and it will not be returned to the field. Liquid oxygen cryogenic burns occurring during the portable unit filling process are traced to use error: failure to clean and dry the quick disconnect valve (qdv) before each filling cycle. These incidents are well documented in caire lox risk assessments. Warnings throughout the instructions for use remind the user to clean and dry the valves before each portable unit filling operation to prevent the valve from freezing open and prevent the portable unit from freezing to the base unit.